Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was unresponsive on the insulin pump when attempting to bolus. Customer's blood glucose was 132 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.